Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked case near the corner of belt clip rails, missing reservoir tube o-ring, broken reservoir tube lip, broken belt clip rails, and faded serial number label.

Event description:
Information received by medtronic indicated that insulin pump received 3 power error detected alerts. Customer able to successfully clear the alarm and able to complete pump rewind. Notification light did not stop flashing immediately. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.